Event description:
This is a report from a consumer in (B)(6) with supplemental information received from the peritoneal dialysis nurse (pdn) of using a fan in the same room and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service (bcs), the following was reported by the consumer. On an unreported date, the patient was using a fan in the same room which caused peritonitis on (B)(6) 2012. The consumer reported the patient was not hospitalized for the peritonitis. The consumer reported that a peritoneal effluent culture was performed, however, the result was unknown. No further information was received at the time of the initial call. On (B)(6) 2012, baxter global pharmacovigilance (gpv) contacted the pdn and received the following additional information. The pdn confirmed the patient experienced 'peritonitis on (B)(6) 2012'. The pdn stated the patient was treated with an unspecified antibiotic (dose, frequency, and lot not reported). Concomitant therapy was not reported. The pdn confirmed the patient was not hospitalized for the peritonitis event. The pdn reported the patient recovered from the peritonitis in (B)(6) 2012 (exact date unknown). Pd therapy was reported to be ongoing the pdn confirmed the cause of the peritonitis was patient was using a fan in the same room while performing pd therapy. The pdn stated the patient has been retrained in proper aseptic procedures. The pdn reported the event of peritonitis was not related to the baxter homechoice machine, baxter pd disposable products, or dianeal therapy. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because it was reported there was a break in aseptic technique by the patient described as the patient was using a fan in the same room. The assignable root cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.